Event description:
Several months ago, we started receiving a new style of endo bag. We were unaware the change was going to happen until the new product started to show up. Since this change, we have struggled mostly with the packaging that is very thin and fragile plastic. Often when we try to open the item in a sterile manner the packaging tears unpredictably and contaminates the item, resulting in a wasted product that cannot be safely used. There is also a concern that the packaging could also be compromised and damaged during handling and transporting with other surgical supplies. After talking with the doctors and several surgical techs, we feel this issue needs to be resolved for the safety of our patients and to prevent further loss from wasted inventory.